Event description:
It was reported that the atrial capture management and ventricular capture management adjusted to less than the programmed safety margin. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. A threshold of 0.750 volts or 0.875 volts can result in an amplitude of either 1.25 volts or 1.5 volts depending on the current programmed amplitude. Programmed safety margin is 1.5x and this programming allows a safety margin of 1.4x. (B)(4).